Event description:
A customer reported a patient presented with tass (toxic anterior segment syndrome) 24 hours following a cataract extraction procedure, in the right eye. It was also noted that the patient experienced floaters, fogginess, redness, and dryness. The patient was treated with steroid and antibiotic drops. The customer indicated additives were introduced into the bss (balanced salt solution) used for the procedure. In the surgeon's opinion, the root cause is unk.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).